Event description:
Report received of an overdelivery of hyperalimentation solution. The pump was programmed on an unspecified pump channel, to deliver at a rate of 150 ml/hr over 24 hours. It was reported that the solution was completely infused by 1:00 pm. The expected completion time was 6:00 pm. The solution had finished 5 hours earlier then expected. The physician was notified and orders were received. The patient received a solution of d10w with insulin until the next bottle of hyperalimentation was available. The patient did not experience any adverse effects. The pump was removed from clinical use. The customer reported that the other two channels on the pump were not utilized. Though requested, no further information available.